Manufacturer narrative:
Technician found that the head section drifted down slowly due to the seal on the CPR valve was leaking. Replaced the valve to resolve this issue.

Event description:
Allegation received that the head section of the bed drifted down slowly. No injuries reported.